Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur instrument and instrument data. After analysis of the instrument and instrument data, the fse found the aspirating probes and reagent probe 1 not working properly. The fse replaced the probes, cleaned the system and ran calibrators and controls. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00213 on 01/04/2012. Updated 05/17/2012: the cause of the defective aspirate probe pinch valve was due to under-sized pusher pins used in the manufacture of the valve.

Event description:
Discordant (B)(6) results were obtained on an advia centaur xp instrument for four patient samples. The samples were repeated for confirmation on another system with (B)(6) results. Corrected reports were sent out. There is no known report of adverse health consequences or patient intervention due to the (B)(6).